Event description:
It was reported to philips that the device had experienced charge / shock failures and general system failures. The therapy pca was replaced (original report captured in (B)(4)); however, the therapy pca was faulty. This file captured the faulty replacement therapy pca. There was no reported patient or user involvement and no adverse patient/user impact.